Event description:
Additional information was reported by the hcp on (B)(6) 2016. The pump was used to deliver receiving fentanyl (500 mcg/ml at 535.55 mcg/day) and bupivacaine (10mg/ml at 10.711mg/day). The patient's concomitant medication was oral oxycodone and the patient's medical history included low back pain, chronic pain, lumbar spondylosis, opiate dependence, and failed back surgery syndrome. The patient's lack of therapy started on (B)(6) 2016. It was reported that the cause of the blood aspirate was undetermined. However, the cause of the drug entering the pump pocket was due to the rubber pump diaphragm being non-patent which was determined intra operatively at the pump revision operation on (B)(6) 2016.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The model and serial numbers of the refill kits were unknown. However, the hcp noted no refill kits from other vendors had been used.

Manufacturer narrative:
The pump was returned for analysis with a damaged refill septum. The damage was significant and cause the septum to leak. The drug reservoir was found to be empty. All the pump logs were found to be clean: no errors of any kind ever occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient had not felt like they were getting good drug effect for some time. When the pump was last refilled on (B)(6) 2016 the nurse found blood tinged fluid when aspirating the pump. The physician checked and the needle was in the septum. When drug was injected into the pump they could feel fluid going into the pocket but were sure the needle was still in the septum. A needle was placed into the pocket and clear fluid was withdrawn from the pump. When the pump was aspirated they did not get the volume back that had just been injected into the fill port. A dye study and rotor study were performed and were normal. The pump was placed into stop pump mode and was scheduled for explant on (B)(6) 2016. At the time of the report the patient's status was alive with no injury. It was also noted that for a period of time it appeared that the patient may have a skin infection over the fill port. Additional information was reported by the hcp via the rep on (B)(6) 2016. The fill port had been accessed twice since the original implant date. Further follow up was done to determine the drug information, date of poor effect onset, and cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.